Manufacturer narrative:
Concomitant medical products: product ID: 37701, serial#: (B)(4), implanted: (B)(6) 2006, product type: implantable neurostimulator. Refer to regulatory report #3004209178-2019-06272. The patient had two implanted systems and it was not clear which issues pertained to which implanted system. The referenced report pertains to the patient¿s other system. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome. The patient reported that she had two batteries and both are ¿not working.¿ its noted that the patient only has one battery registered and only one on her ID card. The patient reported that she was in pain. The patient reported that she stopped taking medication a year ago. The patient reported that they took part of her hip out to put in her cage. The patient reported that her hip had been bothering her. No further complications were reported.